Event description:
"Dr. Stated he believed he had a patient with an allergic reaction to the plug. This patient came to his office, had the smartplugs inserted in the inferior canaliculi and 4 days later returned complaining of severe pain in the lids. Examinations revealed no abnormalities on the external exam. This patient has a history of "lots" of allergies. The patient was referred to family doctor and was prescribed prednisone. The predinsone temporarily made the symptoms disappear, but when the patient was tapered off the med, the symptoms reappeared. The family doctor recommended they return to dr. And have the plugs removed. Dr successfully removed the plugs and has not seen the patient since this time. The patient did report, during the irrigation, that they had a "violent" reaction 2 years ago when acrylic nails put on fingers."